Event description:
Boston scientific received information that this implantable cardio defibrillator (ICD) has reached end of life (eol). The patient's remote monitor system triggered an alert for this physician. The local sales representative discussed the battery life with boston scientific's technical services (ts). Ts stated that this ICD reached eol due to charge time. No adverse patient effects were reported. This ICD has been explanted successfully with no adverse patient effects reported from this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.